Manufacturer narrative:
The device was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 5 and 24 hours on the arm. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.